Event description:
As reported by the user facility: products running complete dry, both micro and macro ingredients. Compounding incorrect without alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reported issue could not be confirmed due to no sample, without the actual device/logs a thorough investigation could not be performed and further evaluation was not possible. If the device and/or additional pertinent information is received this complaint will be reopened and the results added to the file/